Event description:
The customer confirmed no medical intervention required because of the reported problem and the procedure was therapeutic. No error messages observed as a result of the failure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to provide a correction to h5. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a specific cause of the fiber sparking at the connector could not be identified from the information received. The event can be prevented by following the instructions for use which state: ¿any tampering with the laser fiber contact connector may cause unwanted emission of laser radiation. Before performing any laser emission, make sure that the probe is inserted correctly. Pay attention to the firing direction.¿ olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer. The issue was observed at the beginning of a ureteroscopy and laser lithotripsy of the kidney stone. The procedure was completed with a new laser fiber. The reported problem did not affect the outcome of the procedure. The nurse did not exhibit any other symptoms or adverse effects aside from the sharp sting. There was no further harm or injury reported due to the event to either the nurse, patient, or doctor.

Manufacturer narrative:
Corrected field: corrected h8 to reuse. Selected no to d8, which was inadvertently missed on the initial. This report is being supplemented to provide additional information received from the customer as reflected on b5 and to correct d8 and h8.

Manufacturer narrative:
H6: health effect - clinical code 4581 is used to reflect the sharp sting that the nurse felt to the right elbow. The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
Olympus received a mandatory medical device problem reporting form for industry from (B)(6) that a 200 micron tfl ball tip single use fiber device malfunction. After reaching over the laser wire to pull the monitor close to the doctor, the nurse felt a sharp sting to the right elbow area. When they turned around, there were sparks coming off the plug-in adaptor and then there were flames noted. The doctor was also aware and stopped pressing the foot peddle. The sparks stopped with the laser stopping, and the flames were stopped by the same nurse. There was no serious harm reported and no unexpected or prolonged care. Additional information has been requested but no further information was obtained. This event is reported under the following related patient identifiers: c23243490 - 200 micron tfl ball tip single use fiber. C23281790 - soltive premium superpulsed laser system.